Manufacturer narrative:
(B)(4). User sustained a 3 inch scrape between the wrist and elbow. No medical intervention was sought.

Event description:
The end user stated that the legs are buckling when she was in the shower almost causing her to fall.